Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The observed leak, protruding polyimide tubing, and scratches on the lock lever cap appears to be due to troubleshooting steps performed during procedure by the user techniques. The investigation determined the reported leak and observed mechanical jam appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system (cds), a leak was observed at the lock lever cap. A sterile cds was on the back table; therefore, the lock lever cap was transferred over the cds with the leak. However, the leak continued to occur. Due to the leak; the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.